Manufacturer narrative:
Device evaluation - one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for the lot number reported by this user. A dimensional analysis revealed that the returned device was not what was indicated by the user. The returned device was found to be an iq38f150j3. Therefore, the lot provided by the user is invalid and a review of the device history record and complaint database could not be performed for the iq38f150j3 wire. Upon visual inspection, the complaint was confirmed. The wire was kinked 4.5 cm below the distal tip and the core wire was exposed 10 mm through the outer coiling wire. No signs of flaking or scratching were found on the surface of the device. The distal and proximal welds were found intact. The root cause of the reported failure is attributed to excessive force within the clinical setting. A follow-up report wil be submitted if any new information becomes available.

Event description:
The user reported that during a coronography procedure while passing the guide wire through the subclavian artery, the device kinked. The user noticed that the kink caused the core wire to become exposed approximately 4 cm from the distal tip of the wire. The user replaced the wire with no harm or injury reported.